Manufacturer narrative:
Device evaluated by MFR: the pump, shaft, and tip were microscopically examined and there were no damage or irregularities. A functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as MDR # 2134265-2017-00991 it was reported that a loss of aspiration occurred due to an error message. An avx® thrombectomy set catheter was selected for a thrombectomy procedure. The catheter was primed and inserted in the patient. The catheter was working and then stopped on the aterial side of the arteriovenous (av) graft due to a "check saline" error. It was attempted to reset and re-spike the bag with no resolution. The catheter was replaced with an angiojet® solent¿ proxi catheter and the catheter would not prime. There was a ¿check saline supply message¿. The console was replaced and the catheter started to prime, but quit halfway through priming. The case was continued with another avx® thrombectomy set catheter. The catheter primed all the way and worked for the arterial side of av graft. The device was inserted back into the patient for the venous side and the device did not work. When they stepped on the pedal, the device acted like it was going to work but then stopped with a ¿check saline¿ error message. Aspiration was achieved and then lost; the catheter would not aspirate. They attempted to reset again with no resolution. The procedure was not completed due to this event. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR # 2134265-2017-00991. It was reported that a loss of aspiration occurred due to an error message. An avx® thrombectomy set catheter was selected for a thrombectomy procedure. The catheter was primed and inserted in the patient. The catheter was working and then stopped on the aterial side of the arteriovenous (av) graft due to a "check saline" error. It was attempted to reset and re-spike the bag with no resolution. The catheter was replaced with an angiojet® solent¿ proxi catheter and the catheter would not prime. There was a ¿check saline supply message¿. The console was replaced and the catheter started to prime, but quit halfway through priming. The case was continued with another avx® thrombectomy set catheter. The catheter primed all the way and worked for the arterial side of av graft. The device was inserted back into the patient for the venous side and the device did not work. When they stepped on the pedal, the device acted like it was going to work but then stopped with a ¿check saline¿ error message. Aspiration was achieved and then lost; the catheter would not aspirate. They attempted to reset again with no resolution. The procedure was not completed due to this event. There were no patient complications reported.